Event description:
It was reported that when opening the boxes of suction irrigation it was noticed the packaging was not 100% intact. Allegedly, there appeared to be small pin holes in the packaging.

Manufacturer narrative:
Additional information will be provided once investigation is completed.